Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: malaysia. On day 1 after caesarian operation, patient's inner part of abdomen was found to have burst after noticing some bleeding from the operation site. Patient was sent to ot with abdomen covered by abdominal gauze and after reopening outer stitches, found that only the suture knots (at inner part of abdomen) were still intact.

Manufacturer narrative:
Samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements: 6.70 kgf in average and 6.07 kgf in minimum (requirements: 5.18 kgf in average and 2.59 kgf in minimum). Degradation test results conducted on the sample received fulfils b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9% nacl solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results for the sample received is 4.70 kgf in average and 4.18 kgf in minimum (see test report attached). B. Braun surgical requirement is 2.69 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. According to the results of the samples received and batch manufacturing record review, the product comply with our specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Moreover, the product was used according to the indication. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.